Manufacturer narrative:
The user guide stated: the device is indicated for use with novolog or humalog u-100 insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level (value not provided). Customer indicated that they believed the pump was not delivering insulin; however cause was unknown as no issues were observed with supplies. The customer attempted to address the elevated bg by delivering multiple correction boluses. Additionally, the customer went to the emergency room (ER) where customer was tested for ketones, and treated with multiple dose injections (mdi). The customer was subsequently admitted to the hospital where intravenous treatment and mdi were administered to resolve the issue. Reportedly, customer used admelog insulin which is not labeled for use with the pump. Customer was released the same day with no permanent damage and a bg of 300 mg/dl. Recommendation was made for customer to consult with the healthcare provider regarding bg level.